Event description:
It was reported that a scepter balloon catheter burst during the procedure. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when invatigaion is completed. The instructions for use (IFU) includes this warning: during air-purging of catheter lumen, inject fluid slowly otherwise balloon may rupture.

Manufacturer narrative:
The investigation of the returned scepter balloon catheter found a kink 2.5mm proximal to the distal marker band, which obstructed the air purge channel, resulting in the inability to purge air from the balloon during inflation testing. However, the balloon was still intact with no rupture observed and as the device was able to inflate, the balloon did not burst as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.